Manufacturer narrative:
(B)(4). Attempts were made to obtain additional information on this event, however no additional information will be provided. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to arterial or venous thrombosis and occlusion of device or native vessel.

Event description:
On (B)(6) 2016, the patient underwent emergent treatment of a leaking abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. After all the devices were positioned and deployed, touch up ballooning was performed. Reportedly, resistance was not encountered during advancement or withdrawal of the gore devices. Imaging showed the trunk-ipsilateral leg component, had been implanted more distal than intended. An aortic extender component was implanted for proximal extension on the trunk-ipsilateral leg component and deployed just below the lowest renal artery. Intra-operative imaging showed excellent circumferential wall apposition of all devices, however imaging identified thrombus accumulation within the trunk-ipsilateral leg component, above the flow divider, resulting in reduced flow to the extremities. An embolectomy was performed, after which the physician elected to reline the trunk-ipsilateral leg component. A contralateral leg component was implanted within the right side of the device and a contralateral leg component implanted with the left side of the device. Final angiography showed good distal perfusion, and the patient tolerated the procedure. According to the physician, as the pre-op computerized tomography (CT) images were non-contrast, thrombus in the patient¿s proximal aortic neck was not identified. Reportedly, the patient had no known history of thrombotic events, the cause of the thrombus accumulation within the endoprosthesis is reported to be unknown.